Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Reportedly, the customer delivered too large of bolus. Customer received emergency medical assistance and was treated with intravenous fluid of dextrose and glucose. Recommendation was made to consult with a healthcare provider to discuss diabetes management.